Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was stuck in the preloaded delivery system. Patient contact with the lens was reported. Additional information was received and it was learned that, as per common practice, the nurse prepares the delivery system and hands it over to the surgeon. The surgeon placed the cartridge lumen into the eye and started to screw the plunger forward, however the lens remained inside the system and was not coming out into the eye. The surgeon took the cartridge out of the eye and asked for a new delivery system. Reportedly, there was an approximate 2 minute delay in the procedure. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 02/27/2017. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed scarce amount of viscoelastic inside the cartridge. No stress marks were observed. The intraocular lens (iol) was observed overridden by the pushrod. The plunger was observed out of the cartridge with the tip deformed. The lens was removed from the cartridge, and the lens was observed torn. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.